Event description:
The pt has a history of deep vein thrombosis 4 years ago. The pt presented 2 weeks ago with a recurrent right lower extremity dvt. Pt also had a history of an enlarged uterus and menorrhagia secondary to multiple myomas. It was thought by the gyn section that the pt's myomas maybe causing compression of iliac veins and therefore predisposing to deep vein thrombosis. Pt's gynecolgist recommended a hysteroctomy. Pt was placed on fragmin for dvt. Since the procedure required pt to be off anticoagulation therapy, a temporary filter was placed the day before hysterectomy. The writer placed an infrarenal ivc filter without complication. The pt's ivc measured less than 2 cm. The filter was a bard recovery filter. The pt had hysterectomy without incident. Five days later, the pt was admitted for near loss of consciousness, nausea and vomiting. Pt also had abdominal pain. A CT scan of the abdomen and pelvis was obtained with IV contrast. CT scan showed now a suprarenal ivc filter at the level of the veins appeared patent. The pt was transferred to another institution for observation. A few days later, an attempt to remove this filter was made without success. The pt was discharged home. Pt also had elevation of bun/cr assumed to be secondary to contrast, hypotension and nsaid use. A renal ultrasound demonstrated pt renal veins. Pt then returned to rptr's hospital for an attempt to remove the filter. This was successfully performed. The previously noted intraluminal clot around the filter was not present on angiography. The pt was discharged without any major complications. Renal function has returned to normal.